Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) started experiencing discomfort in the perineal area. Clinical evaluation diagnosed urethral erosion through visual inspection and palpation; therefore, a surgical procedure was carried out. The entire aus was explanted. The patient is expected to recover.